Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up and to provide the completed investigation results. One 8fr angio-seal vip device was received for product evaluation. Only the carrier tube assembly was returned for analysis. No other accessories components were returned. Visual inspection was performed and kinks observed on the hemostasis sheath. The carrier tube assembly was then examined. The deployment sleeve was in the forward lock position. There were kinks observed at the proximal end and tip of the carrier tube assembly. No other anomalies were noted with the returned device. No functional testing was possible since the bypass tube was not returned for analysis. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2019-00268.

Event description:
The user facility reported that during the angio diagnosis procedure, when the doctor used the first angio-seal device, he found that the bypass tube could not enter the sheath smoothly. The doctor tried to grasp the collar of bypass tube and push it into the sheath hub across the valve; however, it still did not work. He tried the second angio-seal device; however, he could not insert the bypass tube into the sheath. He used the same sheath until the third bypass tube was inserted and then finished the procedure. The patient was reported to be in stable condition. The procedure was successful. Additional information was received on april 2, 2019. An 8fr. Sheath was used. A pre-deployment angiogram was performed. The doctor used the third angio-seal to achieve hemostasis.